Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products 4193, implantable pacing lead - 2005-(B)(6). (B)(4).

Event description:
It was reported that shortly after implant, the patient developed a pneumothorax. The patient was hospitalized and treated, and the adverse event was subsequently resolved. The device remains in use. No patient complications have been reported as a result of this event.